Event description:
Philips received a complaint by the customer on the v60 indicating that a blower stalled alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a blower stalled alarm had occurred. The customer stated the unit alarmed for the blower stalled on the screen during setup. It was also reported that the rotations per minute (rpm) stayed at 3000 in diagnostics when the pressure was increased. The error code was also confirmed in the event logs. The remote service engineer (rse) advised the customer to replace the blower assembly and provided the customer with the part number of the blower assembly to order and replace. The investigation is ongoing.

Manufacturer narrative:
It was reported that a blower stalled alarm had occurred. The customer stated the unit alarmed for the blower stalled on the screen during setup. It was also reported that the rotations per minute (rpm) stayed at 3000 in diagnostics when the pressure was increased. The error code was also confirmed in the event logs. The remote service engineer (rse) advised the customer to replace the blower assembly and provided the customer with the part number of the blower assembly to order and replace. The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.